Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level of 600 mg/dl. At the time of incidence. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer was not admitted into the hospital as result of the high blood glucose. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump as well as reservoir will not be returned for analysis.